Event description:
It was reported that, during an in-clinic follow-up, externalized conductors were observed on the right ventricular (rv) lead. No electrical anomalies were observed. The externalized conductors were confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. Device history records were not available for review. No further analysis can be performed since the lead will not be returned to abbott for analysis.